Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic with pain and swelling at device pocket shortly after initial implant of an implantable cardioverter defibrillator. Upon examination, physician identified hematoma. Pressure dressing was applied to address this. During another follow up, it was noted that the pocket would not heal and the device was ready to erode. The system was extracted to avoid any further complications. System functionality was normal prior to explant. The patient was stable prior, during, and after the procedure.